Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor card reader not working was confirmed via evaluation of the returned system monitor (serial number: (B)(4)). The system monitor was evaluated by service depot under work order 54201375 and the reported event was reproduced. Visual inspection of the system monitor revealed bent pins in the system monitor card reader; this would result in the reported event. It was determined that the system monitor main pcb needed to be replaced in order to resolve the issue. The customer was contacted several times with an estimate of repair costs; however, the customer did not provide a repair purchase order (po) for the unit. The unit was not repaired and was shipped back to the customer as-is. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to a misalignment between the data card and the data card slot when attempting to insert the data card. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with the card reader. No further information was provided.

Manufacturer narrative:
Section a: no patient was involved with the event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the system monitor card reader not working was confirmed via evaluation of the returned system monitor (serial number: (B)(6)). The system monitor was first evaluated by service depot. Visual inspection of the system monitor revealed a bent pin in the system monitor data card reader; this would result in the reported event as it would prevent the data card from being properly connected to the data card reader. It was determined that the system monitor main printed circuit board (pcb) needed to be replaced in order to resolve the issue. The customer was contacted several times with an estimate of repair costs; however, the customer did not provide a repair purchase order (po) for the unit. The unit was not repaired and was shipped back to the customer as-is. The system monitor was then returned to service depot again for evaluation. A repair purchase order was provided, and the main pcb was replaced to resolve the issue. After replacing the main pcb, a full functional checkout was performed and the unit passed all tests. The repaired unit was returned to the customer site. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to a misalignment between the data card and the data card reader when attempting to insert the data card. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.